Manufacturer narrative:
Based on the provided information and tests performed on site, there is no indication of a malfunction of the MRI system or coil used that contributed to the injury. The injury is consistent with injuries caused by close proximity of the skin to the bore wall. The patient was obese and it was stated that the patient¿s arms were close to the bore covers. Although padding was used to ensure distance between the patient and bore covers it was also indicated that these pads might have shifted during the examination. Further contributing factors encountered: the long examination time. The total administered specific energy dose. The patient was under general anesthesia, general anesthesia can impair the thermoregulatory capability of the patient. Because of this, the patient was unable to sense heating and to alert the operator. It was stated that the patient had microscopic pieces of metallic materials in the body, location of these pieces is unknown. The patient was obese, obesity can impair the thermoregulatory capability of the patient.

Event description:
Philips received a report from a customer stating that a patient sustained a large blister on the left upper arm after being examined with the posterior coil.